Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. OEM failure analysis of the returned endoscope found mechanical damage to the distal window assembly hermetic seal, resulting in fluid invasion and subsequent major damage to the optical components. OEM failure analysis investigation also found that the distal window was missing, and fragments of the epoxy were possibly missing. The reprocessing instructions for cleaning endoscopes specifically states: exercise care when cleaning and handling the distal end of the endoscope. Do not exert excessive force on distal windows and never clean with sharp objects or instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the missing distal window could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that the protective glass of a 12mm 0 degree endoscope was observed to be defective. Upon requesting additional information, the customer indicated that the protective glass at the distal end was noted to be missing prior to starting the operation and confirmed there was no injury to the patient.